Event description:
It was reported that a surgical procedure was performed for a fracture of the right pelvis plus a fracture of the posterior column acetabulum, starting with the stoppa or langenbeck approach in which a d=3.5mm cortical screw l=42mm and a d=2.7mm drill bit l=220mm broke intra-operatively.

Manufacturer narrative:
We have inspected the qc documents of the lot and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As soon further essential information get available a follow-up medwatch form will be filed. This is report 1/2.